Event description:
A patient was having the hardware removed from a prior right total knee surgery that had failed and was undergoing a revision. While the surgeon was removing the polyethylene hardware using an osteotome, the end of the osteotome broke off inside the polyethylene. Both were removed from the patient as one.